Event description:
End user states she has a invacare concentrator unit, was not able to provide model or serial number . End user states purchased from apria and has unit for 5 months. End user states the unit began to alarm when she woke up this morning she had been on machine all night. No further information provided. End user was advised to contact apria for service.